Event description:
When viewing a current pt's study, when the pt's jacket (archive) is selected for comparison, the previous pt's jacket (archive) is displayed. Wrong pt study appears.

Manufacturer narrative:
A ge rep evaluated the issue with the customers system and provided suggestions for work-around. There was no pt injury associated with this event. This system is being monitored and remains in use at the facility.